Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged and it was taped, so it can stay together. Customer blood glucose reading was 310 mg/dl. Troubleshoot was performed. The location of the pump damage is the reservoir compartment and where reservoir can be seen. Customer was able to give herself bolus. Customer was advised to discontinue from the pump and revert to back up plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.